Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report they discovered a fluid leak during the treatment complete phase of their pd treatment. The patient was not connected during the incident. Fluid was not discovered in the pump module area nor on the external portion of the cassette. Fluid was observed underneath the cycler near the touch screen. Fluid did not come from the cassette or tubing. The technical support agent advised the patient to discontinue use of the cycler and a replacement cycler was issued. The patient was advised to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. The patient indicated they would complete treatment with continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. Upon followup the patient confirmed the reported event of fluid discovered underneath the cycler near the touch screen. The patient could not confirm the source of the leak but stated they did not observe fluid in the pump module area or on the external portion of the cassette. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they did not complete treatment on the day of the reported event. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. A replacement cycler was issued, and the old cycler will be returned to the manufacturing plant for investigation.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane, and there were no visual indications of particulates within the cassette area. A three hour accelerated stress test (ast) was performed and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report they discovered a fluid leak during the treatment complete phase of their pd treatment. The patient was not connected during the incident. Fluid was not discovered in the pump module area nor on the external portion of the cassette. Fluid was observed underneath the cycler near the touch screen. Fluid did not come from the cassette or tubing. The technical support agent advised the patient to discontinue use of the cycler and a replacement cycler was issued. The patient was advised to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. The patient indicated they would complete treatment with continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. Upon followup the patient confirmed the reported event of fluid discovered underneath the cycler near the touch screen. The patient could not confirm the source of the leak but stated they did not observe fluid in the pump module area or on the external portion of the cassette. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they did not complete treatment on the day of the reported event. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. A replacement cycler was issued, and the old cycler will be returned to the manufacturing plant for investigation.